Event description:
The pt reportedly experienced sound quality issues and intermittency with his device. External equipment was exchanged programming adjustments were made. However, the problems were not resolved. Surgery to explant the pt's device will be scheduled.